Manufacturer narrative:
The referenced driveline replacement was reported under MFR. Report # 2916596-2018-03250. Approximate age of device - 1 year, 7 months. Manufacturer's investigation conclusion: the reported pump stoppage events were confirmed based on the data contained in the submitted log file; however, a direct correlation between the pump and these events could not conclusively determined. Based on the manufacturer¿s previous complaint experience, the events recorded in the patient¿s system controller event history appear consistent with a potential driveline issue; however, driveline wire damage could not be confirmed as the device remains in use and was not available for evaluation. The submitted x-rays images were inconclusive for a driveline issue. The patient handbook contains a section on ¿caring for the percutaneous lead" and in addition, the instructions for use states all lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The heartmate ii lvas IFU provides also outlines indications of driveline wire damage as well as how to respond to such events. In addition, the IFU outlines all system controller alarms as well as how to respond. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that interrogation of the patient¿s lvad system noted pump stoppage events. No adverse impact to the patient was reported. A log file submitted to the manufacturer¿s technical services department for analysis confirmed the alarms. X-ray images of the percutaneous lead (driveline) were taken. A replacement of the external portion/distal end of the driveline had been performed on (B)(6) 2018 and another repair could not be performed. The clinicians reported that the patient was not a candidate for a device exchange and will continue using a non-grounded patient cable for power module support. No further information was provided.